Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. On (B)(6) 2018, the customer reported that the healthcare provider recommended the pump settings be changed prior to resuming pump therapy. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 460 mg/dl and insulin injections were administered to address the bg level. The customer was hospitalized due to high bg and diabetic ketoacidosis (dka). The customer was treated with an insulin drip. The contact reported that the heart, lungs, kidneys and pancreas were "not doing well due to the latest high bg". The doctor did not think the pump was the cause of the hospitalization; however, the contact thought the pump was not delivering insulin sufficiently. The contact was unable to troubleshoot at the time of the report. Upon follow-up, the customer had received insulin drip while in hospital and continued with the drip after being discharged on (B)(6) 2018. There was no reported injury form the incident. Reportedly, the customer was to reach out to tandem clinical diabetes specialist to help with resuming pump therapy.

Manufacturer narrative:
Tandem clinical diabetes specialist reported that the customer had resumed pump delivery and the customer has been doing "great". The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.